Event description:
Complainant alleged that medics were treating a pt who was in cardiac arrest. The medics delivered one 200 joule shock to the pt, but upon the administration of the shock, a hole was was burned through the anterior pad. The medics immediately obtained the device paddles and continued pt defibrillation. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction, but was as a result of severe heart damage sustained by the pt.